Manufacturer narrative:
A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional information received stated that no electrocautery was used during the procedure. Device evaluation indicated that the ipg passed photographic imaging tests performed. The device generated a continuous squeaking sound when it was coupled with a charger. Furthermore, the device would not be linked with a remote control. There was no sign of electrocautery use on the case. The device was cut open which indicated the analog ic is damaged. The root cause of device damage could not be determined.

Manufacturer narrative:
Additional information received stated that the patient will undergo and ipg revision.

Event description:
A report was received that a patient was having difficulties charging his ipg. The bsn sales representative attempted to troubleshoot, however was unsuccessful. The patient has been undergoing radiation therapy and may have possibly had electrocautery used in a previous surgery. An ipg replacement has been recommended, however the patient will not move forward with the procedure.

Event description:
A report was received that a patient was having difficulties charging his ipg. The bsn sales representative attempted to troubleshoot, however was unsuccessful. The patient has been undergoing radiation therapy and may have possibly had electrocautery used in a previous surgery. An ipg replacement has been recommended, however the patient will not move forward with the procedure.

Event description:
A report was received that a patient was having difficulties charging his ipg. The bsn sales representative attempted to troubleshoot, however was unsuccessful. The patient has been undergoing radiation therapy and may have possibly had electrocautery used in a previous surgery. An ipg replacement has been recommended, however the patient will not move forward with the procedure.

Event description:
A report was received that a patient was having difficulties charging his ipg. The bsn sales representative attempted to troubleshoot, however was unsuccessful. The patient has been undergoing radiation therapy and may have possibly had electrocautery used in a previous surgery. An ipg replacement has been recommended, however the patient will not move forward with the procedure.